Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that the patient side cart (psc) had fault on universal surgical manipulator (usm) 2 and the system was not recognizing usm 2. The technical support engineer (tse) viewed logs and noted faults on the usm and site disabling the usm and tried rebooting the system with no change. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the failure occurred during undocking after the completed procedure. The customer resolved the issue by invited the local clinical sales representative (csr)to the hospital, who notified the service about the malfunction. The service repaired the arm the next day, and everything returned to normal. The surgery was completed (with the original configuration) and was not converted. There was no harm or injury to the patient. There was no delay due to the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis. The usm was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw axis. The usm was then installed onto a pftp where agc current was found to be failing on the yaw axis. A review of remotefe showed error 32056 confirming an i2c fault on the yaw axis of usm. The probable root cause can be attributed to communication errors caused by a faulty yaw searchlight flat flex cable (ffc) installed in usm.